Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charger of toothbrush caught fire- oral-b power toothbrush [device catching fire] case narrative: consumer via phone stated that charger of toothbrush caught fire when the toothbrush was on the charger. No injury was reported.

Event description:
Charger of toothbrush caught fire- oral-b power toothbrush [device catching fire] case narrative: consumer via phone stated that charger of toothbrush caught fire when the toothbrush was on the charger. No injury was reported. Follow up 03-apr-2026: product investigation results: no manufacturing cause and no design issue identified based on investigation. No injury was reported.

Manufacturer narrative:
03-apr-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Charger of toothbrush caught fire- oral-b power toothbrush [device catching fire]. Case narrative: consumer via phone stated that charger of toothbrush caught fire when the toothbrush was on the charger. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.